Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application froze during lead analysis. Troubleshooting steps taken improved the issue however failed to resolve it. The mobile programmer remains in use. No patient complications have been reported as a result of this event.